Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3, date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.

Event description:
It was reported that the pumps are consistently generating flange errors and failing to correctly recognize the syringes during setup. There was no reported patient involvement.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.